Manufacturer narrative:
Corrected field: d9. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported that six (6) disposable distal attachments were being reprocessed and used. The issue was observed during reprocessing. There were no reports of patient harm. This is report 3 of 6.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.